Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). The perfusionist contacted the MFR, reporting that the pt was taken to the or for a pump replacement. While the pt was put on bypass, the pump and inflow valve were dissected out. The suture on the inflow valve was broken and inflow valve graft erosion was present. The surgeon completed the pump replacement without any problems. The pt remains stable and on lvad support while awaiting a heart transplant.